Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2012 with the following findings: a review of the black box indicated a load step malfunction had occurred. During investigation, the rewind and load steps could not be completed. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was green contamination observed on the force sensor plate. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6). Correction number:2531779-03/24/2010-003-r.